Event description:
Caller indicated the relion confirm was giving high results. Customer got a reading of 540 and didn't think that was accurate as she was feeling fine. Retested on another confirm meter using same strips and got 161, immediately retested again on freestyle meter and got 161. All 3 tests were done within 10 minutes. Customer felt the two readings of 161 were accurate and did not treat herself or take further action. Did not have strip information and controls not used. Replacing product.

Manufacturer narrative:
The meter involved in incident was returned, but the test strips were not returned and lot number is not known. The returned meter was evaluated with reference test strips and performed to specification. No failure detected.